Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that four days after generator replacement, the patient was seen at the emergency department with an open incision site and green discoloration/discharge. The wound was sutured, and the patient was given antibiotics. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
The provider later reported that an infection was possible but was unable to confirm this conclusively. The provider was unable to provide an assessment on the cause of the wound dehiscence: as it unknown to them. Initially, the manufacturer attributed both the infection and wound dehiscence to the vns replacement surgery, as they occurred four days post-procedure. Based on the findings of previous investigations this event was determined to be related to vns surgery. The reported information suggested a link between the infection and the dehiscence wound, leading to this event being concluded to be due the procedure. However, based on the physician's assessment, the dehiscence wound will now be coded as d15, reflecting the unknown root cause. The coding for the infection remains unchanged, as it remains in alignment with previous investigations. No other relevant information has been received to date.